Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. No other patient outcomes were reported as a result of this event. The device was not returned for evaluation as it currently remains implanted in the patient. Additional information indicates the hardware may potentially be removed at a later date. The patient is currently in normal shoes with arch support and experiences pain when on her feet and when elevating her feet. The device history records for kits used in this case were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00030.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a recent revision surgery due to pain, swelling, loosened and broken hardware. The revision surgery was approximately three weeks prior to (B)(6) 2026, however the exact date is unknown. The hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. The patient reported that she subsequently developed hammer toes of the 2nd, 3rd, and 4th toes, and experienced pain when putting on shoes and if on the foot for more than an hour. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. No other patient outcomes were reported as a result of this event. The device was not returned for evaluation as it currently remains implanted in the patient. Additional information indicates the hardware may potentially be removed at a later date. The patient is currently in normal shoes with arch support and experiences pain when on her feet and when elevating her feet. The device history records for kits used in this case were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00030.